Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment had crack and the retainer ring came off. The customer's blood glucose was 9.4 mmol/l at the time of incident. The insulin pump was returned for analysis.